Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that during transport of a patient in a hospital, the heartstart mrx monitor / defibrillator displayed a ¿no shock delivered¿ message when a shock was attempted, but a physiological response from the patient was witnessed. The customer indicated a possible unknown injury - additional details have been requested.

Manufacturer narrative:
The customer requested the device to be evaluated at the repair bench. Philips overnight shipped a box via fedex (tracking number (B)(4)) that was received by the customer on (B)(4) 2019, for the customer to ship the device to the repair bench for evaluation. The box (return tracking number (B)(4)) and the device were not shipped to the bench for evaluation.

Event description:
It was reported to philips that during transport of a patient in a hospital, the heartstart mrx monitor / defibrillator displayed a ¿no shock delivered¿ message when a shock was attempted, but a physiological response from the patient was witnessed. Philips is considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. Additional information was requested but none was provided. Upon receipt of the information request for further details, it was conveyed that there was no more information to be provided. The customer requested the device to be evaluated at the repair bench. Philips overnight shipped a box via fedex (tracking number (B)(4)) that was received by the customer on (B)(4) 2019, for the customer to ship the device to the repair bench for evaluation. The box (return tracking number (B)(4)) and the device were not shipped to the bench for evaluation. No electrocardiogram (ECG) rhythm strips or case events file were provided for review. This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospital on an unknown date with an admitting diagnosis were not reported. While admitted on (B)(6) 2019, the patient was being transported within the hospital and experienced an event with details not reported that warranted medical staff to connect the patient to the heartstart mrx device. During the event, hospital staff attempted to deliver shock to the patient, but the device generated a ¿no shock delivered¿ message and hospital staff saw a physiologic response from the patient. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. The number of shocks attempted and administered were not reported. The outcome of the event is unknown. No relevant laboratory data was reported. Impedance is the resistance between the defibrillator¿s multifunction electrode pads or paddles that the defibrillator must overcome to deliver an effective discharge of energy. The degree of impedance differs from patient to patient and is affected by several factors including the presence of chest hair, moisture, hand lotions or powders on the skin (heartstart mrx instructions for use m3535a/m3536a, publication number 453564307761, edition 2, 2012, page 70). The heartsstart mrx measures patient impedance in two ways: an impedance measurement before the shock, and an impedance measurement during the shock. The device uses the value of the impedance to adjust the phase durations of the biphasic waveform and to provide the optimal waveform delivery. This information is also used to abort the shock. The therapy pca aborts delivery of the shock if during the impedance measurement, the impedance is outside of operating limits (too high or too low), or at any time during delivery of the shock, it detects an open circuit (voltage too high for that point in the waveform) or a short circuit (current too high for that point in the waveform). Should any of these conditions be detected, the therapy pca terminates delivery of the waveform and disarms the capacitor. The problem is reported to the processor pca, which displays and/or prints the appropriate messages (heartstart mrx service manual m3535a/m3536a, publication number 453564042441, edition 5, october 2018, table 93, pages 235, 236 and 237). The presence or absence of a muscular response to the transfer of energy during electrical therapy is not a reliable indicator of energy delivery or device performance (heartstart mrx instructions for use m3535a/m3536a, publication number 453564307761, edition 2, 2012, page 67). Multiple requests were made for evaluation and resolution data without a response. Device resolution data is not available. Device remains at the customer site. No data to support a conclusion is available. The device remains at the customer site and no further evaluation is required at this time. The service order was closed if the customer is in need of further assistance a new service order will be opened and will be captured through philip's normal complaint procedure.